Manufacturer narrative:
The elecsys vitamin d total iii reagent lot number is 911265, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results from the cobas e 801 analytical unit for five patients. Patient 1's initial result was 20. 9 nmol/l, and the repeat result was 60.8 nmol/l. The repeat results on (B)(6) 2026 were 67.7 nmol/l and 64.7 nmol/l. Patient 2's initial result was 25.1 nmol/l, and the repeat result was 43.4 nmol/l. Patient 3's initial result was 15.9 nmol/l, and the repeat result was 37.1 nmol/l. Patient 4's initial result was 10.7 nmol/l, and the repeat result was 39.2 nmol/l. Patient 5's initial result was 20.9 nmol/l. The first repeat result was 45.9 nmol/l. The second repeat result on (B)(6) 2026 was 50.5 nmol/l. The third repeat result on (B)(6) 2026 was 48 nmol/l.